Manufacturer narrative:
H.6. Investigation: no samples were returned therefore the investigation was performed based on the photos provided. (B)(4) photos of shippers and shelf cartons for syringes from lot 0041321 were provided. Customer reported lot number disappear. The photos were reviewed, and it was observed that the lot information was missing on 2 of the shelf cartons. A review of the device history record was completed for batch# 0041321. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Because the carton was coded but in the wrong location means it was introduced back into production but not placed correctly on the transfer belt before the coding process.

Event description:
It was reported that syringe 0.5ccm 30ga 8mm bls 100bx/500 ap was missing label information. This occurred on 2 occasions. The following information was provided by the initial reporter: lot number disappear.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 0.5ccm 30ga 8mm bls 100bx/500 ap was missing label information. This occurred on 2 occasions. The following information was provided by the initial reporter: lot number disappear.